Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while using a straight probe in the sinus cavity of the patient, the instrument would switch. The system would prompt the verification of the elevator probe. The system displayed a message that the instrument was too far from the divot, but the instrument tracker was red in the emitter window. The site reverified the probe without issue, however, when the probe was returned to the sinus, the system prompted the verification of the probe again. The representative was unable to perform troubleshooting at the time of the call. It was noted that the patient tracker was positioned along the patient midline. Technical services (ts) noted that while the straight suction was inserted all the way into the sinus of a model head, the instrument tracker sat in a position that was similar to that of an elector probe when trying to verify. Since both instruments were not tip tracked, the patient anatomy lent itself to position the straight suction in such a way that the software thought an elevator probe was being verified. There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. The software team was suspecting the instrument position might have cause the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.